Manufacturer narrative:
(B)(4). Batch#: t5ck49. Investigation summary: one photo received. Upon visual inspection of one photo, the following was observed: the photo shows a blue reload of 60mm from top view and seven drivers can be seen inside of a plastic bag. Based on the photo reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one gst60b cartridge reload was returned unfired with 7 double driver loose, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic radical operation for colon cancer surgery, opened the packing noted the drivers fell off as the photo shows. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.